Event description:
The patient underwent a bi-sagittal split osteotomy of the mandible. Post-operative an infection was reported on one side. Removal is scheduled on the (B)(6) 2019.

Manufacturer narrative:
Device was designed and manufactured according to specifications. There was no change in the cleaning or sterilisation process. Different design parameters have been investigated and are not considered as a possible root cause at this time. Manufacturing parameters have been investigated and are not considered as a possible root cause at this time. Additional investigation is still ongoing.

Manufacturer narrative:
Manufacturer narrative: after concluding the investigation, a most likely root cause was identified concerning the proximity of the planned screws of the plates to the superior border of the mandible. Correction: date of report was corrected.

Manufacturer narrative:
Device was designed and manufactured according to specifications. There was no change in the cleaning or sterilisation process. Additional investigation is still ongoing.

Event description:
The patient underwent a bi-sagittal split osteotomy of the mandible. Post-operative an infection was reported on one side. Removal is scheduled on the (B)(6) 2019.